Manufacturer narrative:
Evaluation of returned device was inconclusive as the components that fractured were not returned for evaluation. The user facility was notified of the event on (B)(6) 2010. To date, a response has not been received from the user facility. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. This report submitted december 20, 2010.

Event description:
It was reported that patient underwent a total hip arthroplasty utilizing a cup inserter on (B)(6) 2010. During the procedure, a portion of the cup inserter fractured. The surgeon retrieved the fractured piece and completed the surgery without injury to the patient or significant delay to the procedure.